Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the screen was blank, and the pump was alarming. Per reporter, opened and closed battery door, powered pump on, and again the pump sounds like it was powering on, but the screen was blank. Per reporter, batteries removed and replaced with new ones but the pump continues to alarm. Patient was redirected to the clinic. The event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The issue was replicated through powering up the pump. The cause of the reported issue was due to fluid ingression on the main board and lcd. The reported issue was resolved by replacing the main board and lcd. Device passed all functional and delivery tests after repair activities were completed.